Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -7.50 diopter implantable collamer lens into the patient's left eye (os) on 03-jun-2020. The patient experienced excessive vaulting and shallow angle temporal. The surgeon notes there are no symptoms and pressure is normal, shallow temporal compared to nasal. The patient is happy but vault is high and temporal compared to nasal in the left eye. Lens remains implanted. The surgeon indicated there may be future surgical intervention. Problem is not resolved.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - shallow angle temporal. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).